Event description:
It was reported that a malfunction occurred on the pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, which the caller acknowledged and understood.